Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that there was an error 23030 on master tool manipulator right (mtmr). There was no report of patient involvement.

Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis, and the reported problem was confirmed but not replicated. In logs, the 23030 error was found indicating pot on mtm j3 counterbalance cable, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon fixture test platform (sftp) where it passed all tests. As a result of these findings, failure analysis was able to conclude that the axis 3 hall sensor was found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.